Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient experienced a medical event due to incorrect readings from their continuous glucose monitor (cgm). The controller repeatedly displayed hypoglycemia warnings due to incorrect cgm readings, while actual blood glucose levels were critically high at 34.0 mmol/l (612 mg/dl). The pods themselves were not reported as faulty. The patient was hospitalized for three days for evaluation and treatment; the patient was treated with intravenous drip and insulin was administered for hyperglycemia and ketones.